Event description:
Caller reported a notification about a minimum fill. There was no adverse impact to the customer¿s blood glucose level. Customer experienced issues with the pump looping the fill tubing step and decided to load a new cartridge. After loading the new cartridge, the customer successfully resumed using the insulin.